Manufacturer narrative:
Hillrom technician visited the customer and concluded that the extension cable was broken. Hillrom engineers viewed a picture of the cable and were able to confirm the assessment of the technician. The picture shows a damage in the cable insulation. In the periodic inspection manual for liko mobile lifts (3en371001 rev. 4) it is stated under section 8: [check cables and connectors for damage or wear. In the instruction manual for sabina lifts (7en155106 rev 1) it is stated on page 3: before lifting, always make sure that: the lifting accessories are not damaged and on page 9: if the charger cable is beginning to stretch, it should be replaced in order to minimize the risk of the cable getting stuck and breaking. A search of the hillrom maintenance records showed hillrom performed preventative maintenance on this lift in june 2019. It is unknown if the facility performed any other preventative maintenance on this lift. The technician replaced the extension cable to resolve the issue. Based on this information, no further action is required.

Event description:
Hillrom received a report from the account that alleged that the lift was about to be charged when the charger cable was attached to the power outlet there was a loud bang, a flash, and then a burning smell in which occurred on two different outlets with the same results. The device was located at the account at the time of the incident. There was no patient/user injury reported. This report was filed in our complaint handling system as (B)(4).